Event description:
It was reported that this artificial urinary sphincter (aus) was not working due to fluid loss in the pressure-regulating balloon (prb), resulting in persistent urinary incontinence. Upon examination, a hole was identified on the superior aspect of the prb. A surgical procedure was performed in which the entire system was removed and replaced. There were no further patient complications reported.